Event description:
A customer contacted beckman coulter inc., (bec), and reported that a patient sample tested on unicel dxc 600i synchron access clinical system gave a br monitor result within the normal reference range. Customer indicated the patient sample tested using a different methodology resulted above the normal reference range. The result was reported out of the lab. The effect to patient, if any, is unknown at this time.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Customer had performed a passing system check on (B)(6) 2011, and a passing br monitor calibration was obtained on (B)(6) 2011. Service was not dispatched for this event. No root cause could be determined for this event. MDR associated with this event: 2122870-2011-04001.